Event description:
During a rectum procedure, the device malformed staples. This led to contamination of the pelvis. The procedure was prolonged. Amount of time not provided. Not noted how case completed.